Event description:
It was reported the patient ((B)(6)) underwent surgical intervention to replace his/her ipg due to end of life. During the procedure, the physician was unable to disconnect the lead extension from the ipg. The physician cut the ipg header open to get remove the lead extension. Electrodes were tested intra-operatively. The lead extension did not suffer any damage. It was noted the patient did not lose stimulation. The surgical procedure was extended 30 minutes as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.